Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was experiencing sternal pain. The physician suspected pleural effusion and elected to do a revision procedure for this right atrial (ra) lead. Pleural effusion was not confirmed. However, during the revision procedure, the physician attempted to reposition the lead, but the helix would not extend. After several attempts, the ra lead was explanted and replaced. Subsequently, the patient presented to the hospital with an infection. An extraction procedure was performed to explant the patient's pacemaker system.